Manufacturer narrative:
Date of report: 21feb2019. PMA/510k: 20feb2019. Information was received that the customer replaced the o2 cell to address the issue and the unit was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported by the international customer that the ventilators o2 flow was "not coming". No patient harm reported. Event date not specified; estimate used.